Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display attached to the mp-90 monitor in the ICU are popping and smoking. There was no pt harm reported.